Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a patient. This case concerns a (B)(6) female patient who experienced knee pain that radiated down her leg after receiving synvisc-one injection. Medical history included previous medical device implantation with synvisc and previous use of 5 shots of injection of another medication (unspecified) but was not able to complete the series. No past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6), 2013, the patient received treatment with synvisc-one injection, at a dose of 6 ml, one (route, batch/lot and expiration date unknown) in right knee for osteoarthritis. On an unknown date in (B)(6) 2013, the patient experienced knee pain that radiated down the leg. It was reported that the pain lasted for days. It was reported that the patient had issues with her gallbladder, but did not clarify. Corrective treatment: pain patches (on knees to alleviate the pain). Outcome: recovered/resolved. Company causality assessment: possible. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.